Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Three endeavor resolute rx drug-eluting stents were attempted to be used to treat a lesion. No abnormalities were noted in relation to the anatomy. For all endeavor resolute stents used during the procedure, no damage was noted to the packaging. No issues were noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed on the devices with no issues noted. It was reported that during advancement of the 2.5mm x 30mm endeavor resolute, stent deformation occurred during positioning. Stent deformation also occurred with the 2.25mm x 14mm endeavor resolute. A third endeavor resolute (3.00mm x 24mm) was used with no issues reported. Patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th 16th 18th 20th and 23rd distal stent wraps with struts bunched and overlapping. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was subsequently reported that the three stents were used in different procedures on different days. Image review: the returned image shows the device shelf carton. The lot # on the shelf carton matches what was reported. No deformation or damage visible to the shelf carton. An image was returned showing what appears to be the complaint device. The luer is not visible in the image. No deformation is visible in this image if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.